Event description:
It was reported that the right ventricular (rv) lead had a high sensing integrity count (sic). It was also reported that the atrial lead was far field r wave (ffrw) oversensing and an improper mode switch occurred. Additionally, noise was seen on the atrial lead during isometrics. The sensitivity was adjusted to stop the ffrw, the mode switch was corrected and the rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead: (B)(6) 2011. (B)(4). Lead remains in use.

Event description:
It was further reported that there was continued oversensing on the rv lead which was intermittently coinciding with p-wave and t-wave. They could not reproduce oversensing with arm movements or isometrics and the lead impedance and thresholds are acceptable. Reprogramming was performed and the rv lead is planned to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.